Event description:
It was reported that the physician's wand from pediatric section was not working. Battery was changed and wand still did not work. Physician used another wand and it worked on the pts. Wand was returned back to MFR for product analysis. Analysis was completed on the wand and the reported allegation was confirmed. The serial data cable, which produced communication errors, had intermittent conductors and the returned battery was depleted. A known good bench serial data cable and a known good bench battery were substituted. All communications errors cleared. No other anomaly was observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.